Manufacturer narrative:
Mentor received additional event information that the suspect medical device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that upon explantation, the surgeon discovered a tear in the right-sided implant. The mentor failure analysis lab has completed the evaluation based on photos provided of the suspect medical device. Photo evaluation summary: upon visual evaluation of the images provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with 700cc smooth mentor memorygel breast implants experienced left-sided implant rupture and unexplained systemic symptoms post-operatively, including breaking out, slushy skin, tiredness, sleepiness and sluggishness. Rupture was confirmed by mammogram, and the patient also underwent a biopsy. As a result, the patient underwent explantation and replacement with 475cc smooth mentor memorygel breast implants, catalog # 3504754bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. The patient reported improvement in symptoms post explantation; her skin is clear and tiredness is gone. This medwatch report is for the right-sided implant.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of omitted information in the previous report. Manufacturer¿s reference number: (B)(4), mentor also received additional event information that the patient presented with bilateral breast pain, asymmetry, breast firmness, breast ptosis, and implant displacement, and bilateral capsular contracture grade iii-IV was diagnosed by the doctor. H6. Health effect - clinical code: capsular contracture (e2303).